Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure a shaft break was found. While the physician was unpacking the 3.00x20mm taxus liberte stent, it was noticed that the shaft was broken. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure a shaft break was found. While the physician was unpacking the 3.00x20mm taxus liberte stent it was noted that the shaft was broken. The device was not used and the procedure was successfully completed with another of the same device with no patient complications reported. It was further reported that the target lesion was located in the tortuous right coronary artery (rca). Previously it was reported that the device did not enter the patient, however follow up indicated that the device entered the patient, but there was no harm to the patient. The procedure was completed by implanting a non bsc stent.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: product analysis can verify the reported event. Product analysis found that the hypotube was broken 66.5cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length and no other damage was seen other than the broken hypotube. The distal end of the stent delivery system (sds) was inspected under magnification and no damage was seen on the stent or tip. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).